Event description:
It was reported that during the biopsy upon retracting the specimen in sample mode the probe was moving posterior. The customer has also reported getting the green cable error codes during procedure. There were no patient consequences reported.

Manufacturer narrative:
Evaluation summary: based upon the inquiry information rec'd visual and functional examination they could not confirm or duplicate the customer complaint. However, during routine servicing procedures service bulletins were performed as applicable. The device was functionally tested, met all product requirements and returned to the customer.